Manufacturer narrative:
The prograsp forceps instrument was returned for failured analysis evaluation. The instrument was found to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the pulley of the prograsp forceps instrument broke while. A fragment fell inside the patient and was retrieved during the same procedure which was completed robotically.